Event description:
Patient purchased a box of disposable gloves from target about a month ago. She opened the box of gloves and proceeded to use with no problem. A few days into usage she noticed a discoloration on one of the gloves. Further down in the box there were gloves that were torn, ripped, and missing fingers. Patient was really concerned about contamination because one of the gloves looked worn and stretched.